Manufacturer narrative:
(B)(4). D10: item# 110031869; lot# 65754330, item# 25-0901-27y-g1; lot# 443529, item# 20-8090-004-01; lot# 66594803, item# 110040202; lot# 65560707, item# 110040300; lot# 65612838, item# 405883; lot# 66510807, item# 405889; lot# 66421554, item# 180550; lot# 66447116, item# 180550; lot# 66501610, item# 180550; lot# 66509576, item# 180552; lot# 66338597, item# 115396; lot# 65903504, item# 110032420; lot#66300161, item# 115310; lot# j7672434, item# 110031424; lot# 66163756, item# 110031399; lot# 66469810, item# 113614; lot# 65664956. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the tip of the impactor broke during seating of the implant. It was noted the device was older and broke upon impact. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual examination of the provided picture identified the impactor tip to be fractured. No thread damage is present. Furthermore, scratches are present on the surface of the impactor. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed, based on examination of the provided photos. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.